Event description:
It was reported that the pump does not recognize the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1: initial reporter phone#: (B)(6). One device was received in good condition, no physical damage was found on the pump. No problems were found in the event history log (ehl). Functional testing could not confirm or replicate the complaint. The pump was working without a problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken.